Event description:
It has been reported to philips that the allura system was not able to make an exposure. No harm has been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system¿s ¿x-ray exposure not possible¿. Fse confirmed that the issue was with ippc hard disc. Fse, recreated the ippc hard disc. After recreating the image disk space, the system was returned to use in good working order. The codes were updated based on the investigation outcome.